Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was verified in the black box with multiple unexplainable power-on-reset events in the pump history and the power issue was duplicated in the evaluation. No damages were found with the battery cap or battery compartment. A pump casing crack was observed and moisture was evident behind the display lens. A pump casing leak and a display lens leak was showed in a leak test. The battery cap contact measurements were within specifications. The cap was able to secure on to the pump but the pump was unresponsive. Pump casing was opened and moisture contamination was found throughout the pump interior. The remaining functional testing could not be completed due to the moisture damages. The reported power issue was unable to be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had intermittent power issue while moisture was evident behind the display. No damages to the battery compartment or cap were noted and the cap was able to fasten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.